Manufacturer narrative:
Neither the device or imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed to replace a creo mis rod that had slipped post operatively.